Event description:
It was reported that during an implant procedure, the physician could not reach the target position with the lead, and lead testing showed thresholds that were too high. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).